Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a left ventricular (lv) lead showed intermittent over sensing of the atrial fibrillation as it was visible on the lv lead channel. This was inhibiting lv pacing. The crt-p and lv lead remain in service. No adverse patient effects were reported.